Manufacturer narrative:
Correction: section g3 the "date received by manufacturer" for the additional report submitted may 29, 2024, should have been "may 17, 2024" the analysis completion date which was earlier than "may 23, 2024" the new information received date.

Event description:
New information received notes noise and oversensing was observed on the right ventricular (rv) lead and a fracture was suspected on the right atrial (ra) lead prior to the explant procedure. The patient was stable following the procedure.

Manufacturer narrative:
The reported event was lead malfunction. As received, only a distal portion of the lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. X-ray examination found no anomalies to the lead body. Electrical testing did not find discontinuities but found internal shorts between conductors due to the damaged inner insulation.

Event description:
It was reported, that the right atrial (ra) and right ventricular (rv) leads were explanted, due to lead malfunction. Further information was requested, but was not available.